Manufacturer narrative:
Corrected data: h1. - type of reportable event.

Manufacturer narrative:
Additional manufacturer narrative: g5: combination product.

Manufacturer narrative:
Review of the manufacturing records could not be completed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible.

Event description:
The following was reported to gore: on an unknown date, the patient was implanted with a gore® acuseal vascular graft in the left upper limb for vascular access. On an unknown date, approximately 24 months post implant, occlusion of the av shunt was noted. The physician, using ultrasound examination, suspected delamination of the device. The doctor determined that delamination was one cause for the occlusion.